Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01, implantable pulse generator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was experiencing shortness of breath and was tired. The atrial lead had high thresholds. The device was at elective replacement indicator (eri) and was explanted and replaced. During that procedure, a new atrial lead was implanted. However, the physician repositioned the old atrial lead and found that it was working well. The new lead was removed and the original atrial lead remains in use. No further patient complications have been reported as a result of this event.